Event description:
It was reported that the patient experienced arrhythmia and presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation of true ventricular tachycardia as supraventricular tachycardia (svt) and delayed therapy. No intervention was performed. There were no patient consequences.